Manufacturer narrative:
Philips has investigated this complaint. According to the additional information, the device usage is unknown. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not working. Review of the log file showed x ray generator errors. Fse replaced the power supply unit. After replacement of power supply, the system was returned to good working condition. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that the allura xper fd10 system was not working. The system was in clinical use at the time of the event. No harm has been reported. The fru unit ps ui was replaced and the device was returned back to functionality. Philips has started an investigation of the complaint.